Event description:
Information received indicates, the head section was rise to approximately 30 degrees then run back down on its own.

Manufacturer narrative:
The technician isolated the problem to a stuck CPR switch. He replaced the CPR switch and this resolved the unintentional movement.